Event description:
The user facility reported that the device was not producing enough output during a procedure, a condition in which the device may underdeliver energy. The procedure was completed successfully. There was no surgical delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device was not producing enough output during a procedure, a condition in which the device may under deliver energy. The procedure was completed successfully. There was no surgical delay, no medical intervention, and no adverse consequences.